Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event rupture was received on september 12, 2023 with lot number 2231944. Based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on anterior side assessed as surgical damage and one opening on posterior side assessed as fold flaw opening. Additional observations: crease is observed. Observed 40 mm dark patch edge material inside gel device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side rupture confirmed with an MRI. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture confirmed with an MRI. Device remains implanted.